Manufacturer narrative:
This right ventricular (rv) lead was repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a revision procedure due to pocket erosion. The antibacterial pouch was eroding thru the patients skin. Evidence of crosstalk was observed with this right ventricular (rv) lead. The lead was repositioned. There was no report of adverse patient effects due to the reposition procedure.